Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the perfusionist, they noticed the gash in the unit back in august/2013 but the unit still functioned so they kept using it. They did not report any issues until the touchscreen stopped working.

Event description:
It was reported during set-up of the device for a cardiopulmonary bypass procedure, there was a "gash" in the center of the central control monitor's (ccm) touchscreen. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.